Manufacturer narrative:
The insulin pump passed displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 163 mg/dl. Troubleshooting was performed. Customer reported they were able to clear the alarm and able to rewind the insulin pump but self test was not pass. Customer also reported that insulin pump received insulin flow block alarm and unable to troubleshoot at the time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.